Manufacturer narrative:
The other relevant components include: product ID 8781 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter; product ID 8782 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter; product ID 8784 serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter. H3) interrogation of the device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of lioresal at 260.3 mcg/day. Analysis of implantable catheter model 8781 serial# (B)(4) identified a kink in the body of the catheter proximal to the pin con nector. Analysis of implantable catheter model 8782 serial# (B)(4) also revealed a kink in the body of the catheter. The kink was located distal to the pin connector. The catheter passed standard patency testing in the lab; however, during pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius. Analysis of implantable catheter model 8784 serial# (B)(4) revealed damage to the transition tubing on the proximal end of the catheter. The catheter passed both patency testing and pressure leak testing in the lab. H6) eval code-result 114 applies to both model 8781 serial# (B)(4) and model 8782 serial# (B)(4) ; (B)(4) serial# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheters were returned to the manufacturer on april 19, 2017. It was indicated on the returned product form by an unknown source that the pump had been explanted on (B)(6) 2017. No further information was provided. The patient¿s indication for use was intractable spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. Eval code method codes and eval code result code and conclusion code apply to the pump. Eval code - conclusion code ¿ is being updated for this event. Applies to the 8781 and 8782 catheters and applies to the 8784 catheter.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the reason for replacement was granulation tissue around a loculated catheter. The plan was to initially just replace the catheter, but due to erratic responses to the infusion, the pump was replaced as well. It was noted the symptoms were documented in (B)(6). The patient experienced a decrease in tone and fluid over the pump. It was unknown what contributing factors may have led to the issue. The patient was doing well at their two week post-operative visit. No further complications were reported/anticipated or expected.